Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, black particles on the surface of the shell, delamination, fluids. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identify, delamination.based on the device analysis the final assessment is:- delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side "rupture" of saline implant. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline implant.

Event description:
Healthcare professional reported right side "rupture" of saline implant. Device has been explanted and replaced.